Event description:
It was reported that the patient was not satisfied with this spectra device since it was not working. The device was removed and replaced with a new ambicor penile prosthesis (app). There were no patient complications.